Manufacturer narrative:
This report is being filed retrospectively in response to observations documented within an FDA establishment inspection report.

Event description:
On (B)(6) 2018 an i.v. Station onco device passed an underdosed syringe preparation. The syringe contained approximately 10.4 ml of doxorubicin drug solution when it should have contained 13 ml. The preparation was visually identified and there are no known adverse patient effects.